Manufacturer narrative:
Correction: MFR site. Regurgitation and stenosis was reported. The tear noted at explant was confirmed. Leaflets 2 and 3 contained tears in their base. There was circumferential fibrous pannus ingrowth on the inflow surface, narrowing the inflow diameter. All three leaflets were fibrotically thickened. Focal organizing fibrin was found on the outflow base of leaflet 1. Nearly half of the sewing cuff was removed in processing. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the torn leaflets could not be conclusively determined; however, the damage to the sewing cuff along with the selected valve size (21 mm) larger than the replacement valve (19 mm), are possible evidence of fusion to the patient aortic wall. This, along with the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3001883144.

Event description:
On (B)(6) 2013, a double valve replacement (dvr) was performed due to rheumatic valvular disease. This 21mm trifecta valve (sn unknown) was implanted in the patient's aortic position and a 25mm carpentier-edwards valve was implanted in the mitral position. In (B)(6) 2018, an echocardiogram was performed and revealed to be unremarkable. Starting in (B)(6) 2019, the patient presented with exertional breathlessness. On (B)(6) 2019, the patient presented to the emergency room. An echocardiogram was performed and revealed severe aortic regurgitation, stenosis, and perforation of the device. The patient was also administered antibiotics for endocarditis. On (B)(6) 2019, an emergent re-do avr was performed. The device was explanted and a large tear was observed from the left coronary cusp (lcc) and the right coronary cusp (rcc), which extended over the stent post. Both the lcc and rcc were prolapsed from the stent post. The device was replaced with a 19mm carpentier-edwards perimount magna ease valve. The patient was stable postoperatively.